Event description:
It was reported; bone funnel plunder is broken.

Manufacturer narrative:
Method: device evaluation and device history review. Results: device history review indicated all devices released met specifications. Visual inspection confirmed that the returned graft pusher is separated into 2 pieces. The graft pusher rod is separated from the hub. The separation is at a welded junction. The device is fractured and therefore no longer functional. The od of the rod and ID of the hub were measured and both were found to be within specification. Conclusion: the plausible root cause of the reported event is design related. Specifically, a slip fit condition exists between the two welded components resulting in a weaker interface.

Event description:
It was reported; bone funnel plunder is broken.